Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. The customer continued to use the pump but had injections as needed due to a replacement pump being sent to resolve the ongoing occlusion issues.